Event description:
A report was received that during lead implant procedure that the patient had cerebrospinal fluid (csf) leak and headache. The physician had performed a blood patch. The patient was doing well.